Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker device power consumption had been increasing which is affecting the device longevity. Engineering analysis showed that the device had high atrial rate sensing which was causing an in increase in power consumption. There is no intervention information as of the moment. To date, the device remains in service. No adverse patient effects were reported.